Event description:
The patient stated that in 2007, her blood glucose elevated to 350 mg/dl and she attempted to bolus through her infusion device. She stated that she received an e4 (occlusion) error. She stated that she changed her infusion set and she was able to bolus without error. The following day, stated that she experienced an e4 while performing an prime. She then changed her infusion set. No further information is available. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.